Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was explanted due to endocarditis. Following the procedure the device was used as a temporary pacer. It was reported the patient expired two and half weeks later due to unrelated causes.